Event description:
Patient reported that he applied a v-go at 9am on (B)(6) 2019. Patient was perspiring while mowing the grass and at 9:30am that v-go fell off of the right side of his abdomen. Patient stated that the v-go was applied to a flat surface on the abdomen. Patient. Stated that there was no interference from clothing and did not bump the reported v-go. Patient discarded the reported v-go.